Manufacturer narrative:
This device is used for therapeutic purposes. Patient interface 8253200 response 3.0, 510k: k083124, serial # (B)(4), lot# 206445286, MFR date: 2012-12-12 ent nim p/n unknown (stimulation probe), serial # and lot# unknown. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported stim 1 and stim 2 weren't stimulating. The stimulation probe would not respond beyond .01 amps. The user stated he was receiving no response on the screen and there was no audio. He states there was a baseline at the beginning of the case. There was no patient impact.